Manufacturer narrative:
The cycler was not returned for investigation. Log files were requested but were not available for analysis. The device history record revealed that the cycler had no history of related issues. The nxstage user guide states that a trained and qualified person must observe all treatments so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on (B)(6) 2018 that a (B)(6) year old male patient with a history of transient ischemic attacks and left-sided weakness, began vomiting and became unresponsive during his standard home hemodialysis treatment on (B)(6) 2018. The patient was transported by emergency services to hospital and discharged with a diagnosis of air embolism on (B)(6) 2018. The patient has resumed hemodialysis treatments without issue.